Event description:
The ge oec 9800 fluoroscopy system displayed low voltage error, and did not have any image displayed.

Manufacturer narrative:
A ge oec service rep investigated the issue and found issues with the high voltage system. The high voltage tank was replaced, as was the battery pack, power cap module, and snubber pcb. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No negative pt effect was reported, because of this malfunction that occurred during a procedure.